Manufacturer narrative:
Investigation summary: an internal complaint (call 48964) was received for a convenience kit (part 89-5400, lot 50905191) that contained 14 lap sponges instead of 15. No sample was available for return. The work order was reviewed for possible discrepancies that may have contributed to the reported event. No discrepancies were identified. The bill of materials was reviewed and the affected kit component was identified as raw material 5-1918, which is supplied to deroyal by (B)(4). This material comes to deroyal in bulk with the sponges banded together in stacks of five. These stacks are not unbanded during the convenience kit assembly process. Deroyal employees do not count the amount of lap sponges in each banded stack. A supplier corrective action request (scar) was issued to (B)(4). As of the date of this report, a response has not been received. The 2017-2019 scar and supplier notification letter logs were reviewed for similar complaints, and similar, previous complaints were identified. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
A convenience kit came with fourteen lap pads instead of fifteen. This was identified during the initial count. No harm to the patient reported.

Event description:
A convenience kit came with fourteen lap pads instead of fifteen. This was identified during the initial count. No harm to the patient reported.

Manufacturer narrative:
Root cause: the sponges contained within the convenience kit are supplied to deroyal by gd medical. Therefore, a supplier corrective action request (scar) was issued to gd medical. In its response, the supplier stated all lap sponges proceed through a rigorous count verification process that includes a manual counting and machine counting. Each lap sponge pack is counted by workers on site before being passed along a conveyor belt for machine counting. Additionally, the paper bands used to band the sponges are designed to fit only five sponges. A count variance can be easily identified at the banding process. As a result, the probability of a count variance is slim. Corrective action: the aql level for finished product inspection will be adjusted to further reduce the probability of occurrence. Investigation summary an internal complaint ((B)(4)) was received for a convenience kit (part 89-5400, lot 50905191) that contained 14 lap sponges instead of 15. No sample was available for return. The work order was reviewed for possible discrepancies that may have contributed to the reported event. No discrepancies were identified. The bill of materials was reviewed and the affected kit component was identified as raw material 5-1918, which is supplied to deroyal by gd medical. This material comes to deroyal in bulk with the sponges banded together in stacks of five. These stacks are not unbanded during the convenience kit assembly process. Deroyal employees do not count the amount of lap sponges in each banded stack. A supplier corrective action request (scar) was issued to gd medical. A response was received february 7, 2020 and accepted by deroyal personnel. The 2017-2019 scar and supplier notification letter logs were reviewed for similar complaints, and similar, previous complaints were identified. The investigation is complete at this time. If new and critical information is received, this report will be updated.